Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluated by mfg?: the complaint device will not be returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a type 1b endoleak was identified on the right zenith flex with spiral-z technology aaa endovascular graft iliac leg placed in an 85-year-old male patient during an endovascular abdominal aortic aneurysm repair (evar) procedure. The patient underwent an index evar procedure on (B)(6) 2025 under general anesthesia. Estimated blood loss was 50ml, in which no treatment was required. The proximal seal zone was the native aorta. A planned left iliac branch device was placed, and the celiac artery, superior mesenteric artery, as well as the left and right renal artery, were incorporated in the repair successfully. At the completion of the procedure, all stent grafts and intended side branch stents were patent with no endoleaks and no evidence of stent graft integrity issues. On (B)(6) 2025 (4-days post-procedure), the patient was discharged to home with clopidogrel and a statin. On (B)(6) 2025 (50-days post-procedure), a follow up computed tomography (CT) scan was completed. A type 1b endoleak at the right most distal component was identified. On (B)(6) 2025 (151-days post-procedure), the patient underwent a secondary intervention for treatment of the type 1b endoleak with placement of an additional right iliac leg graft. The intervention was reported to be successful. A follow up ultrasound was completed on (B)(6) 2025 (152-day post-procedure). Assessment of vessels incorporated in the repair for patency was unable to be completed due to inadequate imaging. All stent grafts were patent with no endoleaks noted. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Additional information: b5, b7. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 06feb2026. When asked if the patient's vessels were calcified or tortuous the response provided was the patient had "extensive disease." The patient was taking aspirin only prior to the procedure. The patient was prescribed clopidogrel and statin at discharge. No anticoagulants were prescribed at discharge.